Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a left ventricular (lv) lead and a his bundle lead could not be placed properly. The leads were not used. No patient complications have been reported as a result of this event.